Manufacturer narrative:
(B)(4), date sent: 2/22/2024. A manufacturing record evaluation was performed for the finished device 28735 number, and no non-conformances related to the malfunction were identified. Additional information received; log line 1 updated. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : blank => yes. Adverse event term : 07.09.2023 => dysphagie. Is the adverse event serious? (If yes, check all that apply) : no => yes. Log line 2 updated. Intervention/treatment: (check 'none' or all that apply)none : no => yes. Adverse event term : 12/2023 => dysphagie. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : no => yes. Log line 2 updated. Intervention/treatment: (check 'none' or all that apply)none : yes => no. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : yes => no. Log line 3 updated: if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : blank => yes. Adverse event term : 11/2023 => dyspahgie. Log line 3 updated: if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : yes => no.

Manufacturer narrative:
(B)(4). Date sent: 2/5/2024. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: start date: (B)(6) 2023; alert date: (B)(6) 2024; country of event: ous; model: lxm15; device lot number: 28735; date of surgery: (B)(6) 2022. Adverse event term: 07.09.2023. Patient details patient identifier: (B)(6). Sex: male. Age (at time of consent): 29 years. Additional event details. Site awareness date: 24 jan 2024. End date: blank. Severity: moderate. Is the adverse event serious? No. Death: no. Date of death: blank. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: yes admission date: (B)(6) 2023 discharge date: (B)(6) 2023 resulted in medical or surgical intervention: yes led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: probable relationship to primary study procedure: probable if related to the procedure, indicate which procedure the event is related to: blank. Intervention/treatment: none: no. Dilation performed: yes. Indicate type of dilation? Pneumatic. Date of dilation: (B)(6) 2023. Diagnostic intervention: no. Diagnostic imaging: no. Drug therapy: no. Observation: no. Linx explant: no. Other surgical intervention: no. Other intervention/treatment: no. If other specify: blank. Outcome: not recovered/not resolved. According to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: blank did this event result in the patient¿s discontinuation of the study? No. Log line 1 updated. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : blank => no. Log line 1 updated. Resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function : yes => no. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : no => blank. Log line 2 new. Event details. Start date: (B)(6) 2023. Alert date: 24- jan- 2024. Country of event: ous. Model: lxm15. Device lot number: 28735. Date of surgery: (B)(6) 2022. Adverse event term: 12/2023. Patient details. Patient identifier: (B)(6). Sex: male. Age (at time of consent): 29 years. Additional event details. Site awareness date: 24 jan 2024. End date: blank. Severity: moderate. Is the adverse event serious? No. Death: no. Date of death: blank. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: probable relationship to primary study procedure: probable if related to the procedure, indicate which procedure the event is related to: blank. Intervention/treatment: none: yes. Dilation performed: yes. Indicate type of dilation? Pneumatic. Date of dilation: dec 2023. Diagnostic intervention: no. Diagnostic imaging: no. Drug therapy: no. Observation: no. Linx explant: no. Other surgical intervention: no. Other intervention/treatment: no. If other specify: blank. Outcome: not recovered/not resolved. According to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: blank did this event result in the patient¿s discontinuation of the study? No. Log line 2 updated. Date of dilation : (B)(6) 2023 => (B)(6) 2023. Intervention/treatment (check 'none' or all that apply)none : yes => no start date : dec 2023 => 01 dec 2023 log line 2 updated if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : blank => no. Log line 3 new. Event details. Start date: (B)(6) 2023. Alert date: 24- jan- 2024. Country of event: ous. Model: lxm15 device lot number: 28735. Date of surgery: (B)(6) 2022. Adverse event term: 11/2023. Patient details. Patient identifier: (B)(6). Sex: male. Age (at time of consent): 29 years. Additional event details. Site awareness date: 24 jan 2024. End date: blank. Severity: moderate. Is the adverse event serious? No. Death: no. Date of death: blank. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: probable relationship to primary study procedure: probable if related to the procedure, indicate which procedure the event is related to: blank. Intervention/treatment: none: no. Dilation performed: yes. Indicate type of dilation? Pneumatic. Date of dilation: (B)(6) 2023. Diagnostic intervention: no. Diagnostic imaging: no. Drug therapy: no. Observation: no. Linx explant: no. Other surgical intervention: no. Other intervention/treatment: no. If other specify: blank. Outcome: not recovered/not resolved. According to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: blank did this event result in the patient¿s discontinuation of the study? Yes. Log line 3 updated. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : blank => no. Log line 3 updated. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : no => blank. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what clinical symptom was the patient suffering from? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient (B)(6) experience, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023. Relationship to study device: probable.

Manufacturer narrative:
(B)(4). Date sent: 8/7/2024. Additional information received: did this event result in the subject's discontinuation of the study?if yes, complete the study discontinuation form.: yes => no.

Manufacturer narrative:
(B)(4). Date sent: 2/25/2025. Additional information received: alert date: (B)(6)2025. Date of explant: (B)(6) 2024. Country of event: ous. Model: lxm15. Device lot number: 28735. Date of implant: (B)(6) 2022. Patient details: patient identifier: (B)(6) country name: austria. Sex: male. Age (at time of consent): 29 years. Additional event details. Was the linx explant a result of an adverse event per protocol definitions? Yes, if yes, choose the primary ae log line, start date and term: #(B)(4). If no, what was the reason for the explant? (Check all that apply). Participant had anxiety about implant: no medical need for high field strength MRI or other testing: no participant wishes to have alternative gerd treatment requiring linx explant: no continued gerd symptom: no did not meet participant expectations: no other: no. If other, specify: blank. Describe the technique used for explant (check all that apply). Laparoscopic: yes. Endoscopic: no. Other: no. If other, specify: blank. Were any concomitant procedures performed? No describe any notable observations during the explant procedure: strong adhesions. Updated log line: 1. Updated: if the event is marked as being related to the procedure, indicate which procedure the event is related to: blank = explant.

Manufacturer narrative:
(B)(4). Date sent: 3/4/2025. Corrected data: h6. Health effect - clinical code. H6. Medical device problem code.

Manufacturer narrative:
(B)(4). Date sent: 8/6/2024. Additional information received: did this event result in the subject's discontinuation of the study?if yes, complete the study discontinuation form. : no => yes.

Manufacturer narrative:
(B)(4). Date sent: 10/13/2025. Additional information: updated log line: 1. Updated: did this event result in the subject's discontinuation of the study?if yes, complete the study discontinuation form. : no => yes. Updated log line: 1 updated: linx explant : no => yes. Updated log line: 1 updated: admission date : (B)(6) 2023 => (B)(6) 2024. Discharge date : (B)(6) 2023 => (B)(6) 2024.